Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. H3 other text : shipment of complaint material from russia suspended indefinitely.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient was in the intensive care unit at the hospital. The blood glucose results were not provided. The type of treatment provided at the hospital was unknown. It is unknown how long the patient was in the hospital. No further information was provided.